Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through pmi that the patient underwent an initial hip arthroplasty. Subsequently, the patient plans to be revised due poly wear and aseptic loosening. There was no contributing conditions and the product being revised is most likely depuy synthase.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2. Additional information received indicates that the product is not a zimmer biomet product. It was reported that the revision event that was reported utilized implants from a competitor company and not from zimmer biomet. As the implants involved in the reported event are not zimmer biomet products, this report should be voided.

Event description:
It was reported through pmi that the patient underwent an initial hip arthroplasty. Subsequently, the patient plans to be revised due to poly wear and aseptic loosening. There were no contributing conditions and the product being revised has been confirmed to belong to a competitor.